Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using an 8f sheath. Reportedly, the device was deployed with the guide wire in situ. The foot of the device was retracted (step 4) and an attempt was then made to remove the device; however, resistance was noted around the foot of the device. As the 0.035 wire was still in place, the wire was advanced to the contralateral side. A 7fr guiding sheath was then inserted via the contralateral side and advanced over the wire to the near puncture site via a cross over approach. The prostyle device could then be removed using the guiding sheath. It was noted that the guide was separated at the junction of the distal to proximal guide but was held together by the wire. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide detachment was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was deployed with the guide wire in situ. It should be noted that the prostyle instructions for use (IFU), states: 12.3 - step 4, remove the guide wire before the exit port crosses the skin line. Step 5, use the other hand to deploy the needles by pushing the plunger assembly (in the direction marked # 2). It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d4 - lot number and expiration date.

Event description:
Subsequent to the initial filed medwatch report, an additional device was returned with the complaint device. The suture was completely pulled from the device. The suture remained connected to the posterior needle tip. The posterior needle tip was returned with bent tip. The rest of the suture mediated closure repair (smcr) system was not returned. A device in this condition would not have been able to be used successfully to achieve hemostasis. No additional information was provided.